Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software did not adhere to the specified requirements and did not perform in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, we have found that this is an ios level defect which results in a pairing failure and a device not found message on the pump screen. The esf number that corresponds to the reported issue is: (B)(4). The issue is confirmed through log analysis. Helpline confirmed that patient issue got resolved during their interaction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101, mmt-1884l. Troubleshooting was performed and it was unable to complete troubleshooting or provide instructions, insufficient information to escalate. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for non physical devices. Mmt-1884l was not expected to return.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary 2. Section d1/d2a/d2b - updated brand name and product code (model change from mmt-6101 to mmt-6102) 3. Section d4 - updated model number and catalog number (model change from mmt-6101 to mmt-6102) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: based on latest updated information, the event involved product(s) changed to mmt-6102.